Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error. The customer's blood glucose level was unknown. Troubleshooting was performed. It was noted that the daily history did not record the programmed bolus that was done during troubleshooting. The rewind process and bolus delivery test was repeated but there was still no bolus recorded in the daily history. The device was returned for analysis.